Event description:
It was reported that during preparation of the balloon catheter, contrast was observed in the distal tip. Negative pressure was applied to the proximal shaft and resistance was felt during backloading of the balloon catheter onto a .014 stabilizer wire. The guide wire was removed, wiped down and re-inserted. Resistance was again felt during insertion of the guide wire. The guide wire was removed and it was observed that the tip of the balloon catheter was missing. The catheter tip was found on the sterile back table. Reportedly, there was no pt injury.